Manufacturer narrative:
Based on the details provided, a l4-s1 posterior fusion was completed on (B)(6) 2023 with creo implants. On (B)(6) 2026, a revision surgery was completed because the patient had adjacent segment disease. During the revision surgery, it was found that the left rod was broken at the l4 level. The rod was removed, and the construct was extended to l1-s1 with creo implants. Due to the inability to replicate surgical conditions and the forces experienced post-op, the exact cause of the failure cannot be determined. The calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that the patient underwent removal of the l4/s1 rod due to adjacent segment disease. Intraoperatively, the surgeon noticed that the rod was broken at the left l4 level. The surgeon fixed l1/s1 using creo.